Event description:
It was reported the patient is experiencing discomfort from her scs ipg. The patient stated her ipg has migrated towards her tailbone and is causing discomfort. The patient is being referred to a neurosurgeon. Surgical intervention to address the issue will be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.